Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to emergency department (ed) with symptoms of fatigue and found to be in ventricular tachycardia (vt) with low flow alarms. Mexitil added to regimen and amiodarone stopped per electrophysiologist (ep). Carvedilol and hydralazine was increased for elevated maps. Ep considering vt ablation in the future.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of low flow alarms was confirmed through the analysis of the submitted log files, a specific cause for the alarms could not be conclusively determined. Furthermore, a direct relationship between the device and the reported arrhythmia and hypertension could not be determined. The submitted system controller log file captured multiple low flow hazard alarms occurring on (B)(6) 2020 and (B)(6) 2020. These low flow hazard events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. No other significant changes in pump parameters were noted and no other atypical alarms were captured. The submitted log file appeared to show the system operating as intended. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The hmii IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Hypertension is listed in the hmii IFU¿s patient care and management section as a potential risk and adverse event. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii patient handbook also provides a section on handling emergencies. The hmii IFU states that changes in patient conditions can result in low flow, such as hypertension. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was treated with ventricular tachycardia (vt) ablation on (B)(6) 2020 as well as unspecified changes to their medication. The event reportedly resolved on (B)(6) 2020.

Event description:
It was reported that the patient was admitted for recurrent sustained ventricular tachycardia (vt) with general weakness. The log file analysis showed multiple low flow events on (B)(6) 2020 and (B)(6) 2020. The estimated flow appears at times, to be below the alarm threshold of 2.5 lpm. The vad was functioning as intended. The patient underwent vt ablation on (B)(6) 2020.